Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead had increased impedance and increased threshold. The impedance is also high. The lead will be followed closely and is still in use. No patient complications have been reported as a result of this event.

Event description:
The lead has been subsequently capped and replaced.